Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient developed a hematoma after an original artificial urinary sphincter (aus) implant procedure leading to pump migration. A revision surgery was performed in which the existing pump was removed and replaced with a new component placed back on the intended location. The explanted pump did not have any malfunctions associated. The patient did not experience any adverse events. No more information available through physician. Should additional information become available, it will be provided.